Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh (device #1). On (B)(6) 2016: the patient was injured and underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). As reported, the attorney alleges a general claim regarding the bard ventralex (device #1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard flat mesh (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, pain and mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no) d6.b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh (device #1). (B)(6) 2016: the patient was injured and underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). As reported, the attorney alleges a general claim regarding the bard ventralex (device #1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was dissected away and defect in fascia was found. Excess sac was excised. A ventralex mesh(device #1) was placed under the peritoneum and sutured to the fascia with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was opened and adhesion of a large matted piece of omentum were freed up. The matted omentum contained a balled-up piece of ventralex mesh (device #1) was resected. A piece of bard flat mesh (device #2) was secured to the fascia in an overlay with suture at its edges.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, balled up piece of synthetic mesh, scarring, pain, and hernia recurrence.